Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("may be essure device that has gone within the endometrium and myometrium; it is not clearly within the fallopian") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure at an unspecified dose and frequency. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced menorrhagia ("heavy period") and uterine leiomyoma ("uterine fibroids"). Essure treatment was not changed. At the time of the report, the embedded device had not resolved and the menorrhagia and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for embedded device, menorrhagia and uterine leiomyoma with essure. The reporter commented: hysterectomy planned for (B)(6) 2017. Diagnostic results: (B)(6) 2017 - ultrasound: within endometrium there is a linear echogenic structure may be essure device that has gone within the endometrium and myometrium; it is not clearly within the fallopian tube company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted, after approximately five years of the insertion, patient underwent to an ultrasound and it was reported that the essure may have gone within the endometrium and myometrium (interpreted as embedded device). An elective hysterectomy has already been scheduled. The event is serious due to its medical importance and the requirement of intervention. Other non-serious events were also reported. Device embedded is anticipated in the reference safety information for essure and it was regarded as incident since intervention will be required. Although the exact date and mechanism of the embedment are unknown, taking into account the event's nature a causal relationship with essure cannot be excluded. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted, after approximately five years of the insertion, patient underwent to an ultrasound and it was reported that the essure may have gone within the endometrium and myometrium (interpreted as embedded device). An elective hysterectomy has already been scheduled. The event is serious due to its medical importance and the requirement of intervention. Other non-serious events were also reported. Device embedded is anticipated in the reference safety information for essure and it was regarded as incident since intervention will be required. Although the exact date and mechanism of the embedment are unknown, taking into account the event's nature a causal relationship with essure cannot be excluded. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("essure in left tube was partially embedded in uterine myometrium / essure device may have gone within the endometrium and myometrium; it is not clearly within the fallopian tube") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (gravida 6), parity 3 and habitual abortion (spontaneous). No previous gynaecological intervention. Concurrent conditions included obesity. In 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("heavy period") and uterine leiomyoma ("five uterine fibroids"). The patient was treated with surgery (essure was removed at time of davinci hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, abdominal pain, menorrhagia and uterine leiomyoma had resolved. The reporter provided no causality assessment for abdominal pain, embedded device, menorrhagia and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On (B)(6) 2017 - ultrasound: left insert partially embedded in uterine myometrium; right insert in correct position. On (B)(6) 2017 - ultrasound: within endometrium there is a linear echogenic structure, may be essure device that has gone within the endometrium and myometrium; it is not clearly within the fallopian tube. On (B)(6) 2017 - intraoperative findings: confirmed ultrasound findings of (B)(6) 2017. No signs of infection or inflammation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-apr-2017: questionnaire of uterine/tubal perforation with essure - patient's information, event onset date, and essure removal date were provided. Event was confirmed as "left insert partially embedded in uterine myometrium" (as per intraoperative findings); event "abdominal pain" was added. Company causality comment: this spontaneous physician report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and, approximately five years after placement, experienced essure in left tube was partially embedded in uterine myometrium / not clearly within the fallopian tube (interpreted as embedded device). The coils were removed at time of a hysterectomy planned for uterine fibroids. The case outcome was reported as resolved. Device embedment, serious due to medical significance, is anticipated in the reference safety information of essure. Embedment issues can occur with any implants. In this particular case, the time and mechanism of the embedment are unknown; however, taking into account the nature of the event, an inherent causality of essure cannot be excluded (related). Other events, non-serious, were also reported. The case was classified as incident because device removal was required. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available.